Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in canada, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve, difficulty was encountered when inserting a 14 fr esheath plus due to extreme femoral vessel tortuosity. The sheath was partially inserted but resulted in a distal tip split. A second 14fr esheath plus was opened and inserted; however, the commander delivery system with the valve unable to advance through the sheath beyond the tortuous segment. Consequently, the sheath and valve were removed together as a single unit. A third 14 fr esheath plus was then successfully inserted, followed up by a new commander delivery system and a new 26mm valve, allowing the procedure to be completed without complications. No patient related concerns were reported.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint of a split in the distal tip has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (device manipulation) likely contributed to the event as difficulties while inserting the sheath into the patient. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip, sheath shaft and/or introducer damage and/or shaft kinks if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.